Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the analog board was returned. However, testing of the analog board could not be duplicated the customer's report. The reported malfunction was observed during review of photographs supplied by the customer. The customer received a replacement analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.